Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device was evaluated by a zoll field representative at the customer site and the customer's report was not replicated or confirmed. The device was put through extensive testing with several batteries and preventative maintenance (including energy output tests) without duplicating the report. The device was recertified and placed back into service. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Event description:
Complaint alleged that during functional testing, the device displayed a "defib charging error" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.